Manufacturer narrative:
(B)(4). Date sent: 12/30/2025. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the pmw35 device was received along with its opened packaging with the cartridge partially detached from the handle due to insufficient weld on the upper handle directors. No functional test was performed due to the condition of the device, as the cartridge was detached from the handle. No patient involvement or adverse outcomes were reported in relation to the returned sample. The separation of the device components has been correlated to the manufacturing process, and this product issue will be addressed through ethicon endo surgery¿s quality system. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ees quality system. Device history review: a manufacturing record evaluation was performed for the finished device lot 227d94, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2025. D4: batch # 227d94. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the nephrectomy surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.